Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (11) large volume pump display boards need to be replaced for display issue on 4th digit top right segment, top left, bottom right segment, 4th digit top middle, 4th digit bottom left segment, 3rd segment top left segment, 4th segment left side, 3rd segment left side and top tight segment. There was no reported patient involvement.